Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by giving instructions to reset the pump, and the caller was able to reset it successfully. Further follow-up was planned once the customer obtains a usb cable.